Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was a lead migration. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A lead revision was performed. The lead was moved up 1 vertebral body to the bottom of t7 and the patient was experiencing rib stimulation. The existing lead was pulled down to the top of t8. It was mapped for location and coverage was good for the new placement. The issue resolved at the time of the report. No further complications were reported or anticipated.